Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that fuses were replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The fuses have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, the fuses of the mobile view station (mvs) were open. There was no patient present at the time of the issue.